Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that his blood glucose was 547 mg/dl even after delivering a bolus. The customer treated himself with a manual injection and changed the infusion set. Troubleshooting was done. The customer expressed headaches, thirst and frequent urination as symptoms of his high blood glucose. Assisted customer with running a manual prime, and insulin did exit the tubing. The customer removed the infusion set and stated that the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.